Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-03962. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004101 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found bent upon removal from infusion site." Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004101 was manufactured according to the work instruction version 25 manufactured in the linea 2, on 07/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code idd-pmc05.26 and lot 6004101 and other 1 complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (mqr) procedure

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted model number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6004101 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (B)(4) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004101 was manufactured according to the wi version 25 manufactured in the line (B)(4), on 07/nov/2023, with a total of (B)(4) units. During device history record (DHR) reviewed be found a nc 1779567- log 23-197 1 label of 10x leftover on autosoft 30. According to the non-conformance (nc) the lot has been accepted. Failure is not related to this complaint. Therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations were identified, no maintenance events were recorded. Trending: a query was run in tw[?]on 29/jan/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004101 and no other complaint has been registered in database for the same lot 6004101 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, nc raised not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024 after 3 hours of insertion. Infusion set has been used for 72 hours. Insertion site was leg and upper buttocks. The glucose level was between 54-500mg/dl. The patient was treated with correction IV bolus. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
MDR 3003442380-2024-03962- device 1 of 2. Patient country: united states.